Manufacturer narrative:
H6: investigation summary wo used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20105929 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. H3 other text: see h10.

Event description:
It was reported that as lvp 20d 1.2m had flow issues, air bubbles, and occlusions. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: 20115719, 20105848, 20105929, unknown (possible lots- 20105847) it was reported that the tubing sets will not prime. It was reported that air bubbles occur after the set is primed. It was reported that the pump alarms occlusion if the sets are able to be primed. Verbatim: having issues with the lipid filters. Nursing is reporting a) inability to prime past the filter, b) after priming tubing past filter, lots of air bubbles, and c) if able to prime, pump alerts occlusion & they are forced to re-prime new tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115719, medical device expiration date: 2023-11-04, device manufacture date: 2020-11-04. Medical device lot #: 20105848, medical device expiration date: 2023-10-07, device manufacture date: 2020-10-06. Medical device lot #: 20105929, medical device expiration date: na, device manufacture date: 2020-10-07. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m had flow issues, air bubbles, and occlusions. The following information was provided by the initial reporter: material #: 2202-0007, batch/ lot #: 20115719, 20105848, 20105929, unknown (possible lots- 20105847). It was reported that the tubing sets will not prime. It was reported that air bubbles occur after the set is primed. It was reported that the pump alarms occlusion if the sets are able to be primed. Verbatim: having issues with the lipid filters. Nursing is reporting a) inability to prime past the filter, b) after priming tubing past filter, lots of air bubbles, and c) if able to prime, pump alerts occlusion & they are forced to re-prime new tubing.